Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that there were three 5 fr triple lumen PICC lines that kinked. It was stated that two of them were replaced using an over the wire technique. This report addresses the second device.